Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced the low blood glucose of 40 mg/dl and 50 mg/dl which was treated with the food. Customer stated auto mode was off. The customer declined the troubleshooting for the low blood glucose. The customer also reported that the insulin pump had stuck button alarm and which was cleared. The device will not be returned for the analysis.